Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device on black screen and was offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a black screen and was offline on remote smart service. The technical support specialist (tss) requested the user to reboot the station during the call. After the reboot, the user confirmed successful login and that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.